Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Event description:
On (B)(6), 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2010 at 8am. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 4-5 hours prior to the start of the alleged issue, the reporter claimed the patient felt a symptom of frequent urination. At 1pm that day, the patient was taken to urgent care and was treated with insulin (6 units regular and 20 units nph). The patient obtained a blood glucose result of "356 mg/dl" with the hospital meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The reporter was advised the batteries need to be replaced. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.